Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported experiencing elevated blood glucose of 420 mg/dl due to a leaky infusion set. The patient's normal blood glucose range is 100-200 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.